Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with a implantable neurostimulator (ins) for failed back surgery and spinal pain. It was reported that the patient's first ins battery did not last as long 5-8 years as he was told it would. There were no patient symptoms reported. Follow up was conducted but unsuccessful in receiving further information on the event. If additional information is received a follow up report will be sent.